Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. It was reported that the battery was not holding charge. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event.  Failure analysis of the returned device revealed that the device met specifications; the device passed visual examination and functional testing. The battery was able to adequately provide power to a test controller. Review of log files revealed that the battery discharged as expected when in use. However, analysis of the data log files revealed several premature power switching events that were due to communication errors involving (B)(4). This was most likely perceived by the patient as the reported "battery not holding charge". The most likely root cause of the power switching can be attributed to a communication error between the controller and battery. The manufacturer has opened an internal investigation to evaluate communication errors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the battery would not hold a charge. The battery was exchanged. No patient complications have been reported as a result of this event.